Event description:
It was reported that the balloon did not inflate properly. The cuff would not inflate during testing. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three samples were received for evaluation used conditions without the original packaging and with their certificate of decontamination. Visual and functional testing were performed. Visual inspection was performed at under normal lighting in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. During functional testing, the pilot balloon was manipulated and the cuff inflated completely. After the whole cuff inflated, it was deflated and inflated four times, every time the cuff inflated completely. The complaint is not confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).